Event description:
It was reported by the aci vascular closure specialist that a male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the proximal center of the femoral head via a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with angiomax. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 8mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured "due to scar tissue." The device was removed and a second mynxgrip vascular closure device 6f/7f was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1313503) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided the reported balloon loss of pressure was probably caused by scar tissue. It was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the balloon ruptured "due to scar tissue."